Manufacturer narrative:
Device analysis: visual analysis of the returned device identified: white particles on shell surface, two openings curve in anterior side and weight measurement in specification. A microscopic analysis was performed which identify striated edge in both openings. Based on the device analysis the final assessment is: two openings on shell, consistent with surgical damage.

Event description:
Physician reported rupture of sizer during implantation on the left side. While the physician was turning the sizer, their index finger broke through the silicone capsule of the sizer. Sizer was removed immediately. "Some silicone spilled out into the wound and was immediately debrided."

Manufacturer narrative:
Medwatch sent to FDA on 10/12/2016. Follow-up is being performed for device return. If device is received, lab analysis will be performed and findings ill be reported in a supplemental report. Device labeling addresses the reported events as follows: "gel implants may rupture, and saline of gel/saline implants may deflate at any time and require replacement or revision surgery. As rupture are most often clinically silent, a radiological assessment may be required to aid diagnosis. "

Event description:
Physician reported rupture of sizer during implantation on the left side. While the physician was turning the sizer, their index finger broke through the silicone capsule of the sizer. Sizer was removed immediately. "Some silicone spilled out into the wound and was immediately debrided."